Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the event history log confirmed the increased intra-peritoneal volume (iipv) event (high drain alarm). The cause of the iipv was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty. The device was determined to meet specifications for the reported difficulty. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) was not connected at the time of the call. The hp stated he thought the hc read end of therapy last night when he disconnected. The hp turned on the hc today and it alarmed with high drain 104/call pdn. The technical service representative (tsr) arranged for swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.